Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Investigation of the case showed that the ip configuration for ethernet was set incorrectly. Following the case, this issue was corrected by a globus medical field service engineer . Ultimately, the user was unable to resolve the issues within the case and the procedure was aborted. There were no reported adverse effects to the patient. The severity is observed did not exceed the anticipated severity. The observed overall risk level is 4 or low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.. The cause of the reported issue can be traced to user technique.

Event description:
After booting up the robot and logging in, the error popped up "motion control self-test incomplete". We did a hard shut down 8 times allowing ample amount of time to shut off and logging in as well. Upon contacting brittany, we were able to get on facetime with shane and mike gilorma to go through troubleshooting steps. It was fixed after going through proper steps with them.